Manufacturer narrative:
(B)(4). Batch # n5346f. Additional information received: patient condition: during the operation there was no significant change in the patient condition due to incident regarding the ntlc75. The re-anastomosis was made in minutes after first attempt with an echelon powered gun (pse60a). The patient was released home and in stable condition. The firing of the ntlc75 was made with great difficulty and the fire trigger broke while returning it. The surgeon inspected the device and ¿it seemed to have stopped in the middle and from there on there was no staple coming out to tissue.¿ I want to emphasis that the patient condition, according to the surgeon, was not under compromise by the device¿s incident except for the location of the anastomose (which was clinically accepted) at any time. Additional information was requested and the following was obtained: on which firing did this occur? The event occurred on the first firing. Did both the staple line and the cut line stop in the middle? The cut line and the staple line stopped in the middle. What was the shape of the deployed staples (b-formation, irregular, legs straight)? The shape of the deployed staples (b-formation, irregular, legs straight) was not looked due to the re-stapling, distally to the first attempt. Did any pieces of the device fall into the patient? No pieces of the device fell into the patient ¿ it was an open procedure. Will all pieces be returned with the device? Yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 41 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a distal gastrectomy procedure, "the device broke while anastomosing (fully dismantled), as a result there was a need for re-anastomose with a echelon stapler." There were no adverse consequences for the patient reported.